Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the recorded basal rate did not match the programmed one. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. A supplemental report will be filed when a device evaluation is completed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: the black box showed both basal program1 and basal program 2 being used on the event date (B)(6) 2014.. On (B)(6) 2014 at 12:02 a manual time change was made to 00:02 and basal program1 was activated. At 09:58 basal program 2 activated. The basal total daily dose history was inaccurate due to the manual time change. The pump was exercised for 24 hours and the pump's basal history correctly reflected 24.0u after 24hrs on a 1.0u/hr basal program. No alarms occurred during testing. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required specifications.